Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned for analysis. The difficulty inserting the filter into the delivery catheter (dc) pod was confirmed. The dc pod was torn and separated. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined that a conclusive cause for the initial difficulty to insert could not be determined; however, the noted damage to the pod appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that before use, an emboshield filter was difficult to load into the delivery catheter (dc) pod and a kink was noted. The device was set aside and not used. There was no patient involvement. There was no additional information provided. The device returned with a separated dc pod.